Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735736, serial/lot#: (B)(6), h3: a software analysis was initiated. However, no faults or failures were found. As per the case description, the site was having d ifficulties registering the patient. The site was able to complete registration, but the accuracy was off by several mm. However, it is also confirmed that changing the registration technique to the "patient reference frame" initiation resolved the issue and got a registration accurate enough to move forward. Based on the information provided, changing the registration technique resolved the issue; there is no indication that a software anomaly contributed to the reported behavior. Software appears to be working as designed. H6: b01, c19 and d14 apply to the concomitant product. This regulatory report is being submitted due to a retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the surgeon was having difficulties registering the patient. The surgeon was able to complete registration, but the accuracy was off by several mm (touching tip of nose and showing deep in the sinus). The surgeon noted that when she was originally performing the trace for registration, the dots would not appear on the screen until the end and they appeared to be off the scan. No patient impact. Unknown delay. Troubleshooting was performed, technical services (ts) had the surgeon adjust the registration technique to the 'patient reference frame' initiation and then the surgeon was able to see the registration points and get a registration accurate enough to move forward.